Event description:
A customer located in japan contacted the distributor to report they experienced a delivery failure alarm due to an apparent inter-processor link (ipl) failure with their inoflo ds device while a patient was receiving inhaled nitric oxide (no) therapy. The distributor reported that the device was immediately replaced with a backup inoflo ds device. There was no report of patient harm associated with this event. The complaint device was returned to the distributor's service center for investigation.

Manufacturer narrative:
Reportable malfunction with inoflo ds (B)(6) was documented and investigated under (B)(4). The distributor is responsible for all the service and preventive maintenance for this device. The distributor provided the device's service logs for review. The device was not returned for investigation and inspection was done at the distributor. The reported delivery failure was unable to be reproduced and the main board was replaced as a precaution. Keenova performed additional investigative activities and isolated the cause of the ipl failure to an anomaly associated with the dsir software communications component. The root cause for this occurrence is likely due to a latent defect identified in the device's software. Although a delivery failure alarm due to an ipl failure is an intermittent and infrequent occurrence, keenova is developing a software improvement to prevent future occurrences of ipl failures with the dsir device. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.